Event description:
Patient reported on saturday the needle button accidently released prior to the completion of the 24-hour period. Patient had the v-go on for two hours when the needle button popped out. Patient stated this has happened 4 times before but does not recall exact dates and times. Patient stated he no longer has v-go's where the needle button released prior of completion of 24 hr. Patient stated he wears v-go on his abdomen.